Event description:
The patient did not have enough coverage. She was getting current for her leg but not for the nerve in her hip. In (B)(6) 2013, she was getting out of her chair and sneezed. She experienced pain. Her health care provider (hcp) took an x-ray and saw that the lead paddle ¿was over to the right¿. She was going to have a surgical revision to ¿straighten the paddle up¿ on her spine to help with coverage. A ¿block shot¿ was given to her in (B)(6) 2013 to help dissolve scar tissue. The therapy works well and she was afraid that if the lead cannot be repositioned it will be removed. Additional information has been requested. Reference manufacturer report# 3004209178-2014-00603.

Manufacturer narrative:
Product ID 37752, serial# (B)(4), implanted: 2006 (B)(6); product type recharger product ID 37711, serial# (B)(4), implanted: 2006 (B)(6); product type implantable neurostimulator product ID 37742, serial# (B)(4), implanted: 2006-01-13 explanted: product type programmer, patient product ID 3708140, serial# (B)(4), implanted: 2006 (B)(6); product type extension product ID 355029, lot# n0043240, implanted: 2006 (B)(6); product type accessory product ID 377745, lot# v001931, implanted: 2006 (B)(6); product type lead product ID 3708140, serial# (B)(4), implanted: 2008 (B)(6); product type extension product ID 39565-30, serial# (B)(4), implanted: 2008 (B)(6); product type lead product ID 37752, serial# (B)(4), implanted: 2008 (B)(6); product type recharger product ID 3708140, serial# (B)(4), implanted: 2008 (B)(6); product type extension product ID 37743, serial# (B)(4), implanted: 2008 (B)(6); product type programmer, patient. (B)(4).

Manufacturer narrative:
Additional review determined that conclusion code no longer applies to this event. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the consumer reported their lead had previously moved when they were getting out of their chair, but they were unable to straighten the lead in their spine because of the scar tissue, and there was nothing that could be done. The consumer further reported therapy helped them, but it wasn't working fully, and without therapy they were unable to walk and were on a walking cane. It was also noted the elective replacement indicator (eri) message was seen, and the consumer was scheduled to see their surgeon on (B)(6) to discuss replacement.